Event description:
It was reported that the ventricular assist device (vad) patient presented to the hospital with high watt alarms and was admitted for a stroke. The patient was started on an anticoagulant and then tissue plasminogen activator (tpa) therapy was started and the vad parameters returned to normal. While the patient was in the hospital the controller exhibited a controller fault alarm indicating an internal battery end of life. The alarm was silenced by the hospital team. The vad and controller remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for correction to remove information and coding pertaining to atypical motor starts previous reported with this report number. All atypical motor start will subsequently be reported associated with regulatory report # 3007042319-2024-04681. Updated product event summary: the vad and the controller were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a gradual increase in power consumption beginning on (B)(6) 2024, leading to parameters above normal operating range, followed by a sharp increase in power consumption on (B)(6) 2024. Log files revealed fifty (50) high watt alarms were logged since (B)(6) 2024. Of note, it was reported that the patient received an anticoagulant and tpa therapy, after which the power consumption returned to normal operating range. Furthermore, log file analysis revealed one (1) controller fault alarm logged on (B)(6) 2024 at 23:07:51, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. As a result, the high power and controller fault alarm events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a motor start event recorded on 16/apr/2023 at 04:54:06, in which the motor start parameters were atypical. Log file analysis also revealed a gradual increase in power consumption beginning on 22/may/2024, leading to parameters above normal operating range, followed by a sharp increase in power consumption on 05/jun/2024. Additionally, log files revealed fifty (50) high watt alarms were logged since 05/jun/2024. Of note, it was reported that the patient received an anticoagulant and tpa therapy, after which the power consumption returned to normal operating range. Furthermore, log file analysis revealed one (1) controller fault alarm logged on 05/jun/2024 at 23:07:51, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. As a result, the atypical motor start parameters, high power, and controller fault alarm events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Additional products: d1: heartware ventricular assist system ¿ controller 2.0. D4: model #: 1420/catalog #: 1420/expiration date: 28-feb-2019/serial or lot#: (B)(6). D9: no. H3: no. H4: mfg date: 28-feb-2017. H5: no.  H6: the codes present in section h6 correspond to components/products that comprise the reported event.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient presented to hospital with high watt alarms and was admitted for a stroke.  The patient was started on an anticoagulant and then tissue plasminogen activator (tpa) therapy was started and pump parameters returned to normal. While in hospital the controller had a controller fault alarm indicating an internal battery end of life. The alarm was silenced by the hospital team.  Of note, during a review of log file data it revealed a motor start event with parameters outside of the typical range.  The vad and controller remain in use.  No further patient complications have been reported as a result of this event.